Event description:
It was reported that on (B)(6) 2015, intra-op, the surgeon could not advance one of the middle screws and the driver sheared off. The physician noted that the patient had sclerotic (hard) bone which may have contributed to the event. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.